Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during diagnosis procedure proceed when the issue happened. The procedure was completed by switching to the large focal spot without any delay. Philips field service engineer (fse) visited on-site and examined the system and confirmed the reported issue. Fse confirmed the message small focus defect. After reviewing the log, it confirmed the reported malfunction. The problem was resolved by replacing the x-ray tube and return the part for further analysis and filament wear-out was confirmed, the tube failed with a blown small filament. After replacement of x-ray tube, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was not impacted, and it was completed by switching to the large focal spot without any delay. The procedure was successfully completed without any delay on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the small focus was defective, preventing fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.